Manufacturer narrative:
The complaint investigation for falsely elevated results included a search for similar complaints, trending data, labeling, device history records, and historical performance data. In-house testing of reagent lot 52411un20 was completed. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends for the complaint product. Device history record review on lot 52411un20 did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. In house accuracy testing was completed using an internal troponin-I panel which was tested with a retained kit of the likely cause reagent lot. Acceptance criteria were met, which indicates acceptable product performance. The historical performance of reagent lot 52411un20 was evaluated using worldwide data. Patient data was analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu are within the established limits. Therefore, no unusual reagent lot performance was identified for lot 52411un20. Based on the investigation, no systemic issue or deficiency of the architect stat troponin-I for lot number 52411un20 was identified.

Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect stat troponin-I results for multiple samples. The following data was provided (customer reference range is < 0.04 ng/ml): patient 1: initial result = 0.55 ng/ml, repeat = 0.03 ng/ml, repeats on another architect = 0.01 ng/ml and 0.00 ng/ml. Patient 2: initial result = 0.15 ng/ml, repeat = 0.01 ng/ml, repeats on another architect = 0.01 ng/ml and 0.02 ng/ml. No impact to patient management was reported.